Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse reaction ("I am having terrible side effects") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovarian mass ("mass on my ovary"), adverse reaction (seriousness criteria medically significant and intervention required) and emotional disorder ("roller coaster of emotions"). The patient was treated with surgery ((anticipated) hysterectomy). Essure was removed. At the time of the report, the ovarian mass, adverse reaction and emotional disorder outcome was unknown. The reporter considered adverse reaction, emotional disorder and ovarian mass to be related to essure. The reporter commented: I am having my hysterectomy tomorrow. Surgery starts at 7:30. Concerning the injuries reported in this case, the following one/ones were reported via social media: I am having terrible side effects, mass on my ovary, emotional disorder. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of adverse reaction ("I am having terrible side effects") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovarian mass ("mass on my ovary"), adverse reaction (seriousness criteria medically significant and intervention required) and affect lability ("roller coaster of emotions"). The patient was treated with surgery ((anticipated) hysterectomy). Essure was removed. At the time of the report, the ovarian mass, adverse reaction and affect lability outcome was unknown. The reporter considered adverse reaction, affect lability and ovarian mass to be related to essure. The reporter commented: I am having my hysterectomy tomorrow. Surgery starts at 7:30. Concerning the injuries reported in this case, the following one/ones were reported via social media: I am having terrible side effects, mass on my ovary, emotional disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.